Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after a left heart cath interventional procedure using a 6f sheath. Reportedly, a suture break occurred when advancing the knot with the knot pusher. An attempt was made with a second proglide device; however, the suture broke when advancing the knot with the knot pusher. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.